Event description:
A 47 yr old female underwent a bam with silicone gel implants in 1980 at another facility. Thus, the MFR is not known to this reporting facility. The pt recently noted nodules and calcifications in in left breast and chose to have the implants removed. Gross exam: the right implant is intact, the left is ruptured.